Event description:
During a procedure the harmonic ace hand piece tip started falling apart. The white piece on the tip came loose and the hand piece could not be used anymore.====================== manufacturer response for harmonic ace handpiece, harmonic ace (per site reporter)======================